Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested, but not received.

Event description:
Related manufacturer reference number: 2938836-2019-13220. It was reported that the patient presented remotely. Review of remote transmissions found low, out of range pacing impedance, noise oversensing leading to inappropriate mode switch and decreased sensitivity on the atrial lead. A note on the device indicated that lead repositioning or reprogramming had been performed on (B)(6) 2019. In addition, the patient's implantable cardioverter defibrillator could not determine the atrial capture threshold.